Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a charger for the ilet bionic pancreas was not functioning, with the indicator light flashing green briefly and then going dark despite attempts with multiple outlets, and a replacement charger was provided. Symptoms included no adverse clinical effects. Outcomes included no impact on health. Investigation included communication with the user and coordination for retrieval of the malfunctioning charging kit. Investigation of this case revealed that the charging kit was discarded and could not be returned for evaluation. It was concluded that the reported device malfunction involved the charging kit, and a replacement supply was issued.